Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout.